Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: during fourth firing for ladg and delta shaped anastomosis, the surgeon tried to squeeze the handle, however it ran idle and could not fire. Replaced by reloads, however the same event occurred. The procedure was completed with another device. The status of the patient is alive with no problem.